Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Additionally, noise was observed on the ra channel in both bipolar and unipolar configurations. The noise was reproducible in both configurations with movements, however, was less producible in unipolar. Pacing impedance measurements were noted to be 379 to 450 ohms in unipolar. The health care professional (hcp) noted that the plan was to leave the configuration in unipolar and decrease sensitivity and perform a chest x-ray. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Additionally, noise was observed on the ra channel in both bipolar and unipolar configurations. The noise was reproducible in both configurations with movements, however, was less producible in unipolar. Pacing impedance measurements were noted to be 379 to 450 ohms in unipolar. The health care professional (hcp) noted that the plan was to leave the configuration in unipolar and decrease sensitivity and perform a chest x-ray. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the patient had fallen around the time of the out of range measurements. Additionally, noise continued to be observed and was oversensed. Surgical intervention was undertaken. After the pocket was opened, an insulation break was visible on the ra lead. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.